Manufacturer narrative:
This report is submitted on 29 october 2019.

Event description:
Per the clinic, the patient experienced pain and swelling over implant site; subsequently the device was explanted on (B)(6) 2019. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported the patient experienced infections and the receiver-stimulator had extruded prior to explant. This report is submitted 21 november 2019.

Manufacturer narrative:
This report is submitted december 20, 2019. - attachment: [157721 device analysis report reg.pdf].